Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, one week after a cardiac ablation procedure using the sphere 9 catheter, pericarditis occurred and was associated with an emergency room visit for chest pain and dyspnea, with palpitations noted in follow-up. An electrocardiogram showed no deviations and was reported as normal. X-ray showed a limited amount of pericardial effusion, and a blood test was normal. Because the symptoms were described as light and the pericardial effusion was limited, no medical treatment was provided and the patient was discharged the same day. The patient was reported to have recovered. No further patient complications have been reported as a result of this event.